Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the reason for the surgery was that the leads were originally not in an optimal position. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event: event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05505. It was reported that the patient had a lead repositioning procedure on (B)(6) 2021 for an unknown reason. The leads were repositioned, and no products were explanted or replaced.